Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was found to be difficult to push and was responsive. The audio bolus button cover was removed and visible contamination was found on the button contact.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the audio bolus button had been intermittently unresponsive and required multiple button presses to elicit a response for two months. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.